Manufacturer narrative:
The complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions: fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the united states. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.022%.

Event description:
A hosp has reported that the mask cushion of the rt040 full face mask separated from the mask frame during use. No pt injury was reported.